Event description:
During a c-section procedure, the physician was using the bovie equipment on the patient when the physician noticed 2 small burns on the patient's abdomen. The physician believes the bovie may have malfunctioned. The handheld piece of the equipment was disposable and was thrown out. The valley lab electrical surgical generator was sent to bio med and was checked and determined to be in working order. Patient's burns treated by physician, and are resolving.